Event description:
The hospital reported that in the last two weeks during coronary artery bypass graft surgery, they had several instances with the heartstring seal cracking during loading or the seal not deploying out of the delivery tube. Replacement seals were used to complete the procedures. No patients' complications were reported by the hospital. Since the hospital did not provide the number of failures, the lot numbers, the date of the occurrences or any failed devices for investigation, only one report will be submitted for each reported failure mode.